Event description:
The patient's lead was explanted and returned to manufacturer for analysis. Inspection of the lead assembly identified an abraded opening in the outer silicone tubing and an abraded opening in the inner silicone tubing of the negative coil. This did not have any effect on the functionality of the device. Other than the above mentioned observations typical wear and explant related observations, no other anomalies were identified in the returned lead portion. No failure of the lead was reported prior to analysis.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.